Event description:
The customer reported the subject device failed the leak test and the bending section cover came off. The reported issue occurred while reprocessing the subject device. There was no patient involvement. This report is being submitted for the reportable malfunction of bending section cover came off.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (leak test failed) was confirmed. It was observed there was a leakage due to a hole on the bending section cover (a-rubber). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was unable to be reproduced therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.